Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that healthcare staff primed an extracorporeal membrane oxygenation (ECMO) circuit on (B)(6) 2025 morning and when de-airing, it was noticed what appeared to be a hair in the inside of the top oxygenator cap. Centrimag blood pump was being involved at the time got discarded.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device issues with the pedivas blood pump were identified through the evaluation of the returned pump. It was reported that the healthcare staff primed an extracorporeal membrane oxygenator (ECMO) circuit and when de-airing, it was noticed what appeared to be a hair in the inside of the top oxygenator cap. It was communicated that due to the hair inside of the oxygenator, the pump could no longer be considered sterile, refer to the oxygenator investigation regarding the reported hair. It was communicated that it was unknown how long the priming phase was. The pedivas blood pump, lot number l06576-lb1, was returned for evaluation. Visual inspection of the pump¿s inlet and outlet ports as well as the pump housing showed no evidence of damage. Visual inspection of the blood pump revealed no evidence of damage to the rotor or its blades and showed no evidence of abnormal scratches on the pump housing or rotor well. There was no evidence of separation or slippage between the rotor magnet and rotor body. Following cleaning, the blood pump was functionally tested on a mock circulatory loop with a test motor and equipment. The blood pump functioned as intended in accordance with manufacturing specification. The pedivas blood pump instructions for use (IFU), rev. E is currently available. The current revisions of the instructions for use (IFU) and operation manual can also be found on the electronic IFU (eifu) page of the abbott website. The IFU contains the following warnings and cautions: warning #13: do not use the blood pump if the ¿use before¿ date on the package has expired. Warning #15: the blood pump must be handled in an aseptic manner until primed and connected to a closed tubing circuit. Caution #3: the blood pump is sterile in an unopened and undamaged unit package. Inspect device and package carefully prior to use. Do not use if the unit package or the product has been dropped, damaged, or soiled. Caution #14: always have a spare blood pump, backup console, backup motor, and accessories available for change out. Additionally, the IFU states that the blood pump should be inspected prior to use for any damage or particulate matter contamination. Do not use the blood pump if damaged or if any particulate matter is found on or inside the blood pump. Contact abbott medical regarding return of any suspect blood pump. Review of the device history record (DHR) for the pedivas blood pump, lot number l06576-lb1, revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was additionally reported that centrimag blood pump was being involved at the time got discarded due to the hair inside the oxygenator, and the pump could no longer be considered sterile. The pump operated as expected prior to utilization. The cause for the suspected hair inside the top oxygenator cap was not determined. It was unknown how long the priming phase was.

Manufacturer narrative:
Corrected data: section g3 for MFR# 3003306248-2025-00210 was originally submitted as 10jul2025 and should have been submitted as 08jul2025. No further information was provided. The manufacturer is closing the file on this event.